Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose (bg) over 600 mg/dl with no reported signs or symptoms associated with a loss of prime. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Troubleshooting revealed that the patient gave herself a bolus with needle/syringe. This report is made based on the allegation that the patient experienced hyperglycemia associated with a loss of prime.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: review of the black box data revealed several records of loss of prime warnings. On investigation, the pump powered on, was primed and exercised for 24 hours without any performance issue. Loss of prime was not duplicated during investigation. The force sensor was evaluated and found to measure within specifications. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was found to be operating as intended without malfunction. The cartridges were returned to animas. A visual inspection of the cartridges was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridges. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.